Event description:
The device was programmed to deliver an 80 ml solution to a pediatric patient at a rate of 40 ml/hr. After running for an undisclosed time, the pump alarmed, but continued to run. The nurse noticed that the screen display read "80" where the rate is normally displayed. When the nurse attempted to stop the infusion, it continued running. The device was turned off. The nurse and nurse manager then attempted to re-start the infusion. Again, the volume parameter appeared in the rate display and the infusion would not stop unless the pump was turned off. The pump was then removed from service. No serious injury occurred.